Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev3o o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The service center is awaiting repair approval from the customer. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev3o o2 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. The service center is awaiting repair approval from the customer. If additional information becomes available a supplemental report will be filed. New information: additional evaluation information was provided by the third-party service center. It was confirmed by the technician that the trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue of failed test step during testing. The system meets the specification for the performed service and is returned to use.